Event description:
Sample gave initial result for toxoplasmosis igg of 17 ui, repeat using dye test (ipp) has been calculated as non reactive <1. Sample unavailable for verification of results or further investigation.